Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis identified an opening on anterior side.

Event description:
Additionally, healthcare professional reported "stabbing pain", "hypersensitivity of the breasts", and "swelling".

Event description:
Clinic reported a "damaged prosthesis" on an unknown side. The patient has had the implant removed and it was "found to be leaking".

Manufacturer narrative:
Additional, corrected and/or changed data: a.2.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "damaged prosthesis".

Event description:
Clinic reported a "damaged prosthesis" on an unknown side. The patient has had the implant removed and it was "found to be leaking".